Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') and pelvic pain ('chronic pelvic pain/ severe pain') in a 24-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting and headache. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with surgery (ablation). At the time of the report, the heavy menstrual bleeding, back pain, abdominal distension, abnormal weight gain, alopecia, tooth disorder and fatigue outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal distension, abnormal weight gain, alopecia, back pain, fatigue, heavy menstrual bleeding, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') and pelvic pain ('chronic pelvic pain/ severe pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting and headache. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with surgery (ablation). At the time of the report, the heavy menstrual bleeding, back pain, abdominal distension, abnormal weight gain, alopecia, tooth disorder and fatigue outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal distension, abnormal weight gain, alopecia, back pain, fatigue, heavy menstrual bleeding, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-jun-2021: mr received. Case became serious incident as ablation was added as non drug treatment for event heavy menstrual bleeding. Reporter and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.